Manufacturer narrative:
The reported events were lead dislodgement and inadequate capture were not confirmed. A complete lead was returned in one piece for analysis. Visual inspection of the lead found helix was retracted and clogged with blood, after cleaning the helix was able to be extended and retracted. X-ray examination and electrical testing found no anomalies.

Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation, it was observed that the right-atrial (ra) lead exhibited high capture threshold, and ra lead dislodgement was suspected. As a resolution the lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.